Event description:
Boston scientific received information that this system was exhibiting right ventricular (rv) noise which was oversensed and resulted in pacing inhibition and 2.2 seconds of asystole for this pacemaker dependent patient. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A boston scientific technical services consultant discussed the clinical observations with the caller. The consultant recommended lead testing to try and reproduce the noise while testing impedance measurements. The system remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.